Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. On (B)(6) 2025, the patient reported feeling weak and lethargic after a sensor was applied to the arm. At that time, the dexcom app displayed an estimated glucose value (egv) of 200 mg/dl, and no blood glucose fingerstick (bgfs) was performed. A home nurse assessed the patient and called 911. No treatment was administered at home. Upon arrival, paramedics performed a fingerstick test, which showed 460 mg/dl, while the dexcom app continued to display an egv of 200 mg/dl. The patient does not recall whether any treatment was provided in the ambulance. At the hospital, the patient received an insulin injection, IV fluids, and food. She was discharged after two days. The sensor was removed on (B)(6) 2025, but the exact time of removal is unknown, as the patient does not remember. No egv readings were available during hospitalization. The patient is unsure of the fingerstick readings taken at the hospital. At the time of follow-up, the patient reported feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid was taken when the paramedics arrived. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.